Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4 batch #: u95d9c. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that handpiece was received attached to a har device and was forcibly removed. The nose cone was observed to be cracked and the mount was loose. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. In addition, the wires were fount twisted and disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that led to the crack in the handpiece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number u95d9c, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, the handpiece could not be removed from the har 36. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.